Event description:
Same case as MFR report #: 2134265-2012-01289. It was reported that following a stenting treatment procedure, the patient died. The patient underwent two staged procedures. The first procedure treated the 90% stenosed, 3.0x30mm target lesion located in the proximal right coronary artery. An unspecified taxus element stent was implanted. Eight days later, the 2nd procedure used pre-dilation and placed 4 non-bsc stents and 1 taxus element stent. The first non-bsc stent was implanted in the left main coronary artery and used post dilation. The 2nd non-bsc stent was implanted in the proximal left anterior descending (lad) artery and used post dilation. The 3rd non-bsc stent was implanted in the mid lad and used post dilation. The 4th non-bsc stent was implanted in the left circumflex artery and used post dilation. A taxus element stent was then implanted in the obtuse marginal branch and was deployed at 11 atms for 3 seconds and then inflated again for 3 seconds and post dilation was used. Intravascular ultrasound was performed to check the vessel conditions. Three days following the 2nd procedure, the patient presented with chest pain and a 100% thrombus was found occluding the left main coronary artery. The patient experienced a blood pressure decrease, ventricular fibrillation / ventricular tachycardia and myocardial infarction. Cardiopulmonary resuscitation and artificial respiration were performed. The patient died of cardiac infarction. An autopsy was not performed.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient was hospitalized due to unstable angina pectoris. The pci lesion history was listed as de novo. Treatment for the 99% stenosed lesion in the proximal rca was performed with rotablator ablation with a 1.5mm burr, rotational speed was 190,000 13 seconds, 3 times, then pre-dilatation was performed and a 2.75x32mm taxus element stent was implanted with inflations to 11 atms for 13 and 20 seconds. Post-dilatation was performed. Post-ivus confirmed the stent was well apposed. (B)(6) days later: the 1st 2.75x24mm non-bsc stent was implanted in lmca. Post-dilatation was performed. The 2nd 2.5x24mm non-bsc stent was implanted in proximal lad. The 3rd 2.5x28mm non-bsc stent was implanted in mid lad. Post-dilatation was performed within the implanted stent in proximal and mid lad. The 4th 2.5x24mm non-bsc stent was implanted in proximal lcx. Then, a 2.5x24mm taxus element stent was deployed in the 90% stenosed 3.5x20mm lesion located in the obtuse marginal branch. Pci treatment was performed because the patient refused CABG. (B)(6) days later balloon inflation, an intra-aortic balloon pump and an external pacemaker were utilized. The cause of death was listed as cardiac infarction. Per the physician, the event does not have a causality relation to the taxus element stent.

Manufacturer narrative:
Describe event or problem: updated and corrected from 90% stenosis to 99% stenosis, (B)(6) days later to (B)(6) days later. Other relevant history: updated. If implanted, give date: corrected from (B)(6) 2011. Therapy dates and desc: corrected from (B)(6) 2011. (B)(4).